Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with the fractured cannula tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: retroperitoneoscopic total nephroureterectomy. Event description: complaint 1 of 2: (B)(4), MFR report # 2027111-2023-00325. Complaint 2 of 2: (B)(4), MFR report # 2027111 2023 00326. Report from the sales rep one of the wing tabs of the cannula was broken when the seal was removed and a suction or something was performed. Instead of replacing the trocar, the seal part was fixed with tape, and the procedure was completed. It has also occurred with another ctr73 used in the same patient. Initial investigation report the event unit was returned to us and visually inspected. One of the wing tabs of the cannula was broken. The area around the broken tab was scratched as if it had been rubbed. The unit will be returned to amr for further evaluation. Intervention: instead of replacing the trocar, the seal part was fixed with tape, and the procedure was completed. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: retroperitoneoscopic total nephroureterectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Report from the sales rep: one of the wing tabs of the cannula was broken when the seal was removed and a suction or something was performed. Instead of replacing the trocar, the seal part was fixed with tape, and the procedure was completed. It has also occurred with another ctr73 used in the same patient. Initial investigation report: the event unit was returned to us and visually inspected. One of the wing tabs of the cannula was broken. The area around the broken tab was scratched as if it had been rubbed. The unit will be returned to amr for further evaluation. Intervention: instead of replacing the trocar, the seal part was fixed with tape, and the procedure was completed. Patient status: no patient injury.